Event description:
The ion robot was unable to perform a successful pretest in order to perform a robotic bronchoscopy. The error code we were given was #28001 related to connection error with the catheter and the contact pins. We had to cancel the case prior to going to the operating room. Manufacturer response for bronchoscope, robotic platform, ion (per site reporter). They are coming this afternoon to evaluate the error and see if it can be repaired.